Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: microbubbles in line during use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were provided for evaluation. The photographs were evaluated, and one photograph showed the label of the bloodline, while the other demonstrated the presence of air bubbles within the bloodline tubing. Based on the investigation findings, the reported defect of air in the line was confirmed. Although the reported defect was confirmed, the exact root cause could not be determined without the actual sample to evaluate. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.